Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer was unable to prime the insulin pump. The mother stated the drive support cap would come out when the customer attempted to prime. The customer's blood glucose was unknown. The mother also stated the drive support cap was loose and sticking out. The customer may have bumped the insulin pump in the past. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.